Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "the surgeon put the implant in the acetabulum and tried to manipulate it in, but the inserter kept slipping off. He tried to rotate it into position, tried to seat it, and could not. Removed the adm cup and implanted a trident psl shell instead."